Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in small vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and the lens having foreign material on lens surface (clear residue). (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Patient code (B)(4) -no code available (lens explant, secondary surgery, significant reduction of ica, angle closure) work order search-no similar complaint types reported for units within the same lot. Conclusion code: off-label use [under 21 years of age at time of implant ((B)(6)), acd < 3.0mm (2.8mm)]. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich12.6, +6.00 diopter implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to the patient experiencing significant reduction of irido-corneal angles, pupil block with elevated iop, and angle closure. As of the date of MDR submission, the lens has been returned but not yet evaluated.